Manufacturer narrative:
Conclusion: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.

Event description:
Patient was referred to physician for testing following treatment for a possible skin reaction to tegaderm. The physician stated that this patient had a surgical procedure on (B)(6) 2010 and an IV was inserted and covered by a tegaderm 1624w dressing. Skin was prepped with chlorascrub by pdi. Physician stated that this patient developed a contact dermatitis within 30 - 48 hours which began with itching and redness and then turned to blisters on her wrist. Physician alleges this reaction of blistering spread beyond the dressing to encompass most of the wrist. Alleges the skin damage was "almost like a burn" and she was treated with prescription silvadene and the area was debrided. Physician stated that the patient was treated for the skin reaction on (B)(6) 2010 and (B)(6) 2011 and stated that the area has "healed quite well." The manufacturer informed the physician that the adhesive is an acrylate adhesive and the manufacturer also discussed the (B)(4) information with the physician. In addition, the manufacturer discussed the prep that was used and the physician will also be applying that to the patient's skin.